Manufacturer narrative:
The manufacturer conducted a documentary review only. Without returned product for technical investigation, it is not possible to confirm the reported defect. Related risks are identified in our risk management file and procedure clearly described in the IFU. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).

Event description:
On or about (B)(6) 2023, patient underwent placement of an xcela port. The device was implanted by dr. (B)(6), md, at (B)(6) for chemotherapy. On or about (B)(6) 2024, patient port was noted to be thrombosed. Port removal was recommended. On or about (B)(6) 2024, patient port was removed by dr. (B)(6), md, at (B)(6).